Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer had elevated blood glucose (bg) levels (400-500 mg/dl). In addition, the contact stated that the customer has been sick. Manual injections were administered and a correction bolus was delivered via the insulin pump to treat bg levels. It was confirmed that the customer has lantus and humalog injections available as backup therapy.